Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented remotely via merlin.net transmission. Upon review, the patient¿s right ventricular lead exhibited episodes of lead noise resulting in pacing inhibition. Some minimal lead noise was also noted on the patient¿s right atrial lead. The patient was brought into clinic on (B)(6) 2019 and some noise could be reproduced when the patient laid prone and on their right side. No programming or interventions have been performed. Concomitant MFR: 2017865-2019-02697.